Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 200 -unknown value mg/dl). Customer reconnected to an alternate pump and bg was within range. As the customer did not have pump at time of the report, tandem technical support was unable to perform a pump system check. Upon follow up, tandem patient trainer discussed different types of infusion sets the customer could use. Reportedly, the customer met with a healthcare provider and the pump settings were reviewed.